Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Product ID a820 , serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indications for use was malignant pain. The patient reported that the external devices continuously stop working and they had gone all weekend without their boluses. The patient stated that when they try to connect to the pump, the screen will just sit there and not count down or act like it's not getting the information. The patient could not locate the myptm application on the call. The agent had the patient reset the handset and the patient was able to successfully connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient called back the same day and stated they were still having problems with connecting to get a bolus. The patient stated they get 8 bolus a day. The patient stated the handset get stuck at 91% when connecting. The agent assisted the patient with clearing data and reset the devices and then the agent asked the patient to connect with pump and the patient was getting message ¿not found¿. The agent asked the patient to plug the communicator into the outlet and the patient mention ed the communicator was not always charging and holding a charge and the port was loose. The communicator battery icon is orange. A request was sent to repair for communicator replacement.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-oct-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.